Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock impedance measurement. Technical services referred the patient to their following physician. Additional information has been requested but was not provided at this time. This rv lead remains in service. No adverse patient effects were reported.

Manufacturer narrative:
This product was manufactured prior to implementation of the UDI regulation and as a result, the complete UDI is not available. Applicable us product data has been included in this report. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited an out of range shock impedance measurement. Technical services referred the patient to their following physician. Additional information from the field representative provided shock impedance measurements were high out of range. No other actions were taken at this time. The patient will continue to be monitored. This rv lead remains in service. No adverse patient effects were reported.